Event description:
Nurse (rn) directly observed bi-level positive airway pressure (bipap) mask spontaneously disconnect and heard "popping sound." The disconnection occurred at the swivel elbow component that fits into the mask. Rn tried to re-connect it twice, but it continued to pop off. Patient was using settings 22/10; 40% fio2, non-heated.what was the original intended procedure?oxygenation.device #1is this a laboratory device or laboratory test?no.